Event description:
A customer observed imprecise amon qc results on the vitros 5, 1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation of this event showed that the customer was using ammonia-based cleaning products in the laboratory. The user documentation for the analyzer indicates that use of ammonia-based cleaning products will negatively affect analyzer performance. The customer loaded a fresh cartridge and obtained acceptable qc results. The root cause of the event was user error in not following ocd recommended protocol for acceptance cleaning solutions.